Event description:
It has been reported to philips that the allura system shut down unexpectedly after boot up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that device shut down automatically. Troubleshooting actions identified that 5vdc and 12vdc low voltage power supply problem. The fse replaced the sbc board and power tray unit. After the replacement of sbc board and power tray unit, system was returned to use in good working order.